Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has a fading display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Event description:
The patent was in the ICU and on a tpa drip with the flexor ansel guiding sheath in the right common femoral artery. The sheath was up and over in the left leg and the sheath had another manufacturer's catheter inside it. Around midnight of (B)(6) 2010, the pt's pressure dropped dramatically. The physician on call came to the pt's bedside and noted a huge amount of blood everywhere. The hub of the sheath had separated and the pt required a blood transfusion of 2 units. A small 7 fr sheath from another manufacturer was placed after the difficulty occurred. The pt is currently doing fine and in stable condition.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.